Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt during the loading sequence. Customer's blood glucose was within range (value not provided). As event occurred in the past, tandem technical support was unable to troubleshoot with the customer.